Event description:
During a left atrial ablation procedure using a therapy cool path ablation catheter, the connector was broken. The physician advanced the cool path catheter into the left atrium and noted the catheter connector was broken. The catheter was replaced to successfully complete the procedure with no consequences for the patient.

Manufacturer narrative:
One therapy cool path 7f catheter was received for eval. Visual inspection revealed the irrigation port was detached from handle and the tip section of the catheter shaft was missing. Functional testing of the device could not be completed as the irrigation port was detached from the catheter handle. The device history record was reviewed to ensure that each mfg and inspection operation was performed. A quality improvement project was implemented to address this issue.